Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The sensor plug was properly seated in the mount. Data was extracted from the sensor using approved software and the sensor was found to be in state 5 (indicating normal termination). There was no watermark at the base of the tail ( indicting the sensor was not applied correctly.). A cracked sensor neck was observed upon visual inspection of the plug assembly. No malfunction or product deficiency was identified, therefore this complaint is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message "replace sensor" when scanning the adc freestyle libre sensor. On 10jul2021, as a result, the customer panicked and experienced sweating and increased heart rate, and was unable to treat themselves. The customer's partner provided sugar diluted in water and orange juice for the treatment of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message "replace sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer panicked and experienced sweating and increased heart rate, and was unable to treat themselves. The customer's partner provided sugar diluted in water and orange juice for the treatment of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.